Event description:
Related manufacturer reference number: 1627487-2021-16525. It was reported that during a lead revision surgery (related manufacturer reference numbers 3006705815-2021-04131, 3006705815-2021-04132) on (B)(6) 2021, one of the anchors appeared to be broken. The physician explanted and replaced the anchor. It is unknown which anchor was replaced, therefore both anchors are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.